Event description:
The pt was not getting pain relief for some time. There was a recent increase in residual volumes at refills; the volumes were not reported. The pump was replaced. The pt recovered without sequela. There was no pt injury. The pump was used to deliver dilaudid (20 mg/ml) at a rate of 11.5 mg/day. The pump was also used to deliver bupivacaine; the concentration and dose were not provided.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.